Event description:
Report received from the USA stating that the device was heating up. It is unk if the device was being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).